Event description:
It was reported that 10 bd ultra-fine¿ pro pen needle were clogged causing high level insulin. The following information was provided by the initial reporter, translated from german to english: approximately two weeks ago he discovered unexpected high level insulin and first thought it might be caused by chemotherapy which he receives at the moment. But they found out that the 4 mm pen needles don't release liquid.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-feb-2023. H6: investigation summary forty two sealed and one open 32g x 4mm pen needle samples were returned from lot. No. 2159737, cat. No. 320561. Visual examination was carried out on the one open sample and a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. A clog test was carried out on thirty sealed samples as per qsop-183-dl and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the confirmed sample was returned open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd ultra-fine¿ pro pen needle were clogged causing high level insulin. The following information was provided by the initial reporter, translated from german to english: approximately two weeks ago he discovered unexpected high level insulin and first thought it might be caused by chemotherapy which he receives at the moment. But they found out that the 4 mm pen needles don't release liquid.